Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. As received, the monitor would not power on. The cause of the monitor inability to power on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory components had intermittent bga connections. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but ther fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (B)(4) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor is resetting.